Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm. The customer¿s blood glucose level was 400 mg/dl. The customer stated that they did not receive battery out limit alarm after troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, unexpected restart error test, self test and off no power. The device was inspected and the battery tube connector plugged in properly. No battery out limit alarm and no blank display noted. No moisture damage found inside the pump. Test reservoir lock properly inside the reservoir tube.